Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1865 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw1865) have been reported from the same facility.

Event description:
It was reported that the power midline was leaking at the site when flushing or infusing. The midline was trimmed at 13cm. No other information was provided.